Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level had been elevated to 543 mg/dl. The patient noticed insulin leaking from the cartridge of the infusion device. The patient changed the insulin cartridge and had no further problems. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint describing a leakage cannot be verified. Cartridge meets the specification. Result the one used and one unused received cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.